Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 12:23:47. During night drain cycle six, the patient's ultrafiltration reading was 2308ml, indicating the home patient (hp) drained 2068ml more than their maximum programmed fill volume of 1200ml. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was evaluated and the issue was identified through review of the event history logs. This is an ancillary service event. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The cause was determined to be a use error of setting the tidal total ultrafiltration removal too low. The homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.